Event description:
It was reported that during an unrelated procedure, the right ventricular (rv) lead dislodged from the implanted position. Repositioning the lead was unsuccessful as the helix of the rv lead was unable to extend or retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead revealed an overtorqued inner coil consistent with procedural damage. After cleaning, the helix could be retracted and extended. The full helix length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to overtorqued inner coil and helix being clogged with blood. Electrical testing did not reveal any indication of conductor fractures or internal shorts.